Event description:
Patient had right total hip arthroplasty at hospital. States she has had pain and problems since surgery with increasing pain and difficulty walking for the last several months. Surgery performed on 6/12/91.on 6/21/94 underwent surgery to remove and replace the acetabular liner and modular head component. The polyethylene liner was found to be worn.